Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely by connecting with the customer and confirmed that the system was not starting. The rse reviewed the logs and found problems related to low hard drive space. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a problem when starting the equipment. The fse checked the system and found that the monitor in control room does not display an image. The fse checked the connectors and then the equipment displayed the image properly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.